Event description:
It was reported when using the pyxis pyxis ciisafe system, it was experienced frequent freezing issues; initially, the screen turned blue and subsequently, it became unresponsive while loading the page. The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, no specific error for freezing was found. The technical support specialist verified that the windows updates were current, restarted the printer spooler, and examined the event viewer, finding no specific errors related to the freezing issue. The system functioned as intended after the technical support specialist troubleshooted the device.